Event description:
The patient contacted lifescan alleging that their one touch basic meter was reading inaccurately erratic. The patient obtained results of 375, 176, and 243 mg/dl on the reported meter within 10 minutes of each other. The patient received no medical attention. The customer care representative walked the patient through cleaning the check strip and performing 2 consecutive check strip tests. Both check strip tests fell outside the specified check strip range. Based on the failed check strip tests, there is an indication that product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.